Manufacturer narrative:
The device associated with this event is not PMA approved and this event is no longer considered reportable to the FDA. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device associated with this event is not PMA approved and this event is no longer considered reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted and replaced with another manufacturer's device.